Event description:
According to the distributor's report, the device inadvertently bonded the pt's eye shut. The dr applied petroleum jelly and was able to open the eye. Erythromycin ointment was administered as a preventative measure, and the pt was referred to an ophthalmologist. No further info is reported.